Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. D4: batch # 994a82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 994a82, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. This occurred on the 2nd fire of staple line, when hit button to fire, stapler started to work and seem to stop stapling and felt like powering down. Kept partially working to the end. Pulsed the instrument and then it would partially staple. Finally stapled on the inside and then over sewed the area. The surgeon is confident that the device was loaded correctly and fired correctly. With this patient he had to do maneuvers that were not routine. The patient had a CT with oral contrast and did not demonstrate any leak. Placed a drain as precaution. Patient has made study progress. Why CT scan? Per the surgeon, needed as much detailed info as possible. The proximal stomach is different than distal leak. Wanted to identify where the leak coming from and do diagnosis from that. Found CT scan best option to accomplish that. Regarding tissue thickness, was there anything unusual? Per the surgeon, it was routine. The 1st fire appeared to work well, no staple line bleeding and the choice of size of cartridge seemed correct. He does not use one size fits all. The pictures indicate seam guard was used. How does he determine to use one or two seam guard layers? Per the surgeon, he rarely uses two. On occasion during end of procedure if the tissue seems thin, he will use two. He starts off 60mm for first two firing then moved to 45mm. This prevents issues of the seam guard overlapping.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2023. D4: batch # unk. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? I spoke to dr david lewis on saturday and the patient was discharged home however was required to stay 1 day longer in hospital post operatively. Dr lewis will be monitoring this patient in the coming weeks. At the time of discharge as per dr lewis the patient did not appear to have any signs of post op leak. ". A manufacturing record evaluation was performed for the finished device plee60a lot number x95y82 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during sleeve gastrectomy case following the first firing of black reload with single sided seamgard cartridge side he second firing was green reload 60mm with seamgard anvil only, during this firing he felt the stapler made an unusual noise and when he opened the jaws part of the staple line was not formed. He opened a new stapler plee60a and new green reload and with anvil only seamgard applied he restapled the open stomach area. He completed the sleeve with 2x further green reloads with single sided seamgard and 2x gold reloads with single sided seamgard. He proceeded to oversew the affected area. No patient consequences reported. No further information is available.